Manufacturer narrative:
A draeger service technician was dispatched and was able to confirm the reported problem. It could be determined that the lower piston diaphragm o-ring and clip were dislodged and thus, were no longer holding the piston diaphragm securely in place. The finding is in context with the results of the log file evaluation performed by the manufacturer: several errors pointing to deviations with the piston motor performance were logged for the period in question. The technician replaced the diaphragm, the o-ring and the clip. The device was tested afterwards and found fully complaint to specifications. The involved fabius machine is nine years old. According to the manufacturer's service procedure, these parts will be replaced within the frame of the 3 year preventive maintenance activity. The user facility has not signed a service contract. It could not be determined if these parts have been replaced already and - if yes, when the replacement was performed and if this had been done in accordance to the correct procedure developed by the manufacturer. The event has been the consequence of improper maintenance; no patient injury was reported.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00079.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was reportedly completed and there was no patient injury reported.